Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on case and header and a cosmetic cut on the rv seal plug. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Battery lab results found a depleted cell with no battery-related anomaly determined; therefore, the cause could not be established. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
This device was returned to boston scientific with no field complaint previously filed. During product investigaton, it was observed that this pacemaker was operating in safety mode. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified scratches on case and header and a cosmetic cut on the rv seal plug. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Battery lab results found a depleted cell with no battery-related anomaly determined; therefore, the cause could not be established.